Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a pairing failure when attempting to connect a dexcom g7 continuous glucose monitor (cgm) sensor to their system after starting the sensor and entering the four-digit code, with the app displaying pairing with sensor and the user advised to replace the sensor if the connection did not establish. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with communication failure, with involvement of electrical and magnetic components including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.